Event description:
It was reported that the patient's lead(s) migrated or dislodged. An x-ray showed that the anchor sutures tore loose. The patient lost pain coverage of his legs. The lead(s) was explanted and replaced on (B)(6) 2006. The patient's surgical wounds were healing well and the patient recovered without sequelae.

Manufacturer narrative:
Product ID 377860, lot# v006266, serial#, implanted: 2006 (B)(6), explanted: 2006 (B)(6), product type lead, product ID 377860, lot# v006266, serial#, implanted: 2006 (B)(6), explanted: 2006 (B)(6), product type lead. (B)(4).